Event description:
This lead was explanted and replaced due to perforation of the rv w/tissue on the tip/screw mechanism. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. A measurement of the surface pressure (i.e. The contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.